Event description:
Covidien received information stating that some of the keys on an 840 ventilator were unresponsive. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the keyboard. The evaluation and repair have not been completed. (B)(4).